Event description:
Additional information received as the injector/plunger overrode the lens, preventing the lens from advancing. The event occurred during priming and there was no patient contact. The surgery was completed on the same day.

Manufacturer narrative:
Additional information provided in b.5. And h.11. Upon additional information received complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the plunger overrode the lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).